Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from a single level of non-vitros mas l2 control tested on a vitros 5,1 fs chemistry system. The most likely assignable cause of the event is an instrument related event related to micro slide incubator contamination. Although no vitros amon within run precision testing was performed, replacing the evaporator caps of the micro slide incubator improved the within-lab amon precision. Ocd has recommended that field service be performed to clean the micro slide incubator.

Event description:
The customer reported that lower than expected vitros amon results were obtained from a single level of non-vitros mas l2 control tested on a vitros 5,1 fs chemistry system. Mas l2: results of 130.2, 125.3, 121.3, and 123.3 umol/l vs. Expected result of 164.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Patient samples were processed during the timeframe of the event, however, there were no vitros amon patient sample results questioned by physicians during the timeframe. The investigation cannot conclude that patient sample results were not, or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).